Event description:
Pump declared a cartridge change error, but there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean various components of the pump, including the o-ring and pneumatic tap area, and then successfully reattached and loaded the cartridge, allowing them to resume insulin delivery.